Manufacturer narrative:
The insulin pump was received with intermittent button response noted due to corroded keypad traces. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press. The insulin pump was not damaged or exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this e vent is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)